Event description:
During a left coronary ventriculogram the rotator broke. There was no report of harm or injury. The customer reported they had nine defective devices but have not provided any additional info or clinical details for those devices. Customer will not be returning any of the devices for evaluation.

Manufacturer narrative:
Device evaluation: the device will not be returned for evaluation. A review of the device history record did not reveal any exception documents. Evaluation method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.